Event description:
"Medline gloves found to be discolored in multiple spots on multiple gloves in this one small glove box. The box of gloves was sequestered and placed in [redacted name] office. Lot an310626240" manufacturer response for restore max oat gloves, small, restore max oat gloves, small (per site reporter). [Redacted date] item picked up from unit. [Redacted date] letter sent to manufacture. [Redacted date] label created and sent to me to mail through fedex ref: [redacted number].